Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to t-wave detection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing on the right ventricular (rv) lead during episodes of ventricular tachycardia. The implantable cardioverter defibrillator (ICD) t-wave oversensing discriminator characterized the r-waves as t-waves which inhibited detection and treatment. Reprogramming was performed to turn off the t-wave oversensing discriminator and change the sensing polarity. The lead and device remain in use. No patient complications have been reported as a result of this event.